Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not see insulin exit the infusion set tubing. When the customer attempted to reload the cartridge, a minimum fill message occurred. Reportedly, the cartridge was filled with 300 units. Additionally, it was reported that a cartridge change error occurred during the load process. Blood glucose ranged from 185-189 mg/dl. A new cartridge was successfully loaded to address the event and insulin delivery was resumed.